Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pain on driveline site under their scar and was admitted to the hospital. The scar was reopened and the abscess was cleaned out. Vacuum assisted closure (vac) therapy was started. The pump was working as expected. Signs for infection were decreasing after surgical intervention and vac therapy. The infection was determined to be staphylococcus aureus after swabbing of the wound. Antibiotic treatment was rendered. No further information was provided.